Manufacturer narrative:
The reason for replacing this product is unrelated to the field action. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had an artificial urinary sphincter (aus) implanted in (B)(6) 2018 and an inflatable penile prosthesis (ipp) implanted in (B)(6) 2019. The patient later presented with infection. The site of the infection was not specified. The physician deemed necessary to remove the implants of both devices and date of explant is unknown. The patient is expected to fully recover.